Manufacturer narrative:
Retention samples have expired; therefore, only historical date is available.

Event description:
Customer reports the use by date of the test strip vial as 10/31/2007; manufacturer's electronic inventory system and batch record confirmed the actual use by date to be 02/29/2004. No adverse event reported. Requested return of suspect device and replacement was sent.